Event description:
Draeger anesthesia machine, model apollo. Gas sample line water trap plugged causing etco2 to go to unacceptable level. Repeated intermittent alarms "sample line plugged" were not resolved prior to problem, although labeling of alarm was misleading. Machine swapped in use, no noted pt. Issues.